Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model). Stimulation was restored post-op.

Manufacturer narrative:
Results: claims about: ¿patient did not recharge¿ was confirmed. As received, the ipg did not communicate with a lab patient programmer. Per product labeling, "if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge her ipg as recommended. In turn, the charger and programmer have been unable to communicate with the ipg (event date is unknown). An sjm representative met with the patient for troubleshooting on (B)(6) 2015, but was unable to provide resolution. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.